Event description:
This complaint was part of a market preference evaluation. It was reported mpe 23 lcp proximal tibia plate-low bend was implanted on (B)(6) 2010 after the patient fell down the steps; the date of surgery was (B)(6) 2010. The tibia fracture was split, depressed with axial extension and distal diaphyseal extension midshaft. The incision had to be extended to insert the distal screws without struggling but the plate fit great. This report is for one unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown screw. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.